Event description:
It was reported that the implantable pulse generator (ipg) battery alarmed ¿depleted¿ and the patient had a syncopal episode. The device was explanted and replaced and reported as premature battery depletion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).